Event description:
It was reported that on november 29, 2023, during weekly audit of equipment, hand piece for battery powered driver fast and medium speed do not work. There was no patient involvement. This report is for hand piece for battery powered driver for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: unknown e1: initial reporter is j&j company representative h3, h4, h6 investigation summary service and repair evaluation: the customer reported that 05.000.008, hand piece for battery powered driver fast and medium speed do not work. The repair technician reported the device cosmetic test failed, contact plate is cracked, motor ran intermittent in fast forward, forward, and reverse modes and discolored wires, rust on motor, debris on housing. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor/gearhead barrier, shcs, pfhs, set screw, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 29 january 2024 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part:05.000.008. Synthes lot:007754. Supplier lot:007754. Release to warehouse date: feb 17, 2020. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.